Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet system experienced hyperglycemia with a blood glucose of 249 mg/dl after an unannounced meal earlier in the day and dinner several hours prior, while using a dexcom g6 and a continuous infusion set with tubing that was tested for drops and insulin delivery then resumed. Symptoms included elevated blood glucose. Outcomes included stabilization of blood glucose after continued pump use and automated corrections. Investigation included remote troubleshooting and education, including verifying tubing flow, confirming active insulin delivery, and advising continued monitoring with acknowledgement of the device¿s high-glucose alert threshold. Investigation of this case revealed no device malfunction was identified, and user factors including unannounced carbohydrate intake and early use experience with a higher glucose target were contributory to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.